Event description:
It was reported that when the stimulation was turned on the pt experienced a shocking or jolting sensation. No pt treatment or outcome was reported. No further follow-up is possible due to lack of pt and device info.